Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).

Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, an unspecified tubing set was connected to the clave secondary port on the cassette for delivery of an unspecified concentration of gemcitabine. It was reported that 4 minutes after the piggyback delivery was started, the healthcare professional noted the clave secondary port broke off the cassette and approximately 15ml of the chemotherapeutic agent leaked onto the pump. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse effects to the patient or the nurse. No medical interventions were reported. Though requested, no additional information was provided.